Event description:
Device issue: proximal shaft separation. Time of device issue: during the procedure. Adverse event: none. It was reported that the pt had a highly calcified lesion in the left anterior descending (lad) artery. The lesion was first pre dilated with a balloon catheter and then a xience 3.0 x 15 stent delivery system (sds) was advanced to the lesion. Despite many attempts to cross the lesion with the xience sds; it did not cross the lesion. Then "uncomfortable tactile feedback was encountered" and the xience v stent was pulled to remove it from the pt and the proximal shaft separated. The portion of the shaft that separated was outside the pt anatomy and there was no issue removing the device from the pt. Once outside the pt, the stent struts were noted to be flared. The procedure was completed with another stent and there was no pt effect. No additional event or pt info is available.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
(B)(4) 2010: the lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a damaged display. Cracked / broken lines and black marks found in on the lcd. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.